Event description:
It was reported to medtronic minimed that the customer reported a crack on the screen/display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the crack was impacted the pump's functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Unit failed self test due to bleeding display. The pump was cut open to perform a visual inspection, and the unit was separated to the lcd components due to a bleeding display. The following cosmetic damages were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, cracked case, cracked battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), and bleeding. In summary, the customer¿s allegation of a cracked display window was not confirmed. Cosmetic damage was confirmed during visual inspection when cracked case, cracked battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), and bleeding were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.